Event description:
The following has been reported: "customer reporting unit is giving off "air bubble" error message when no bubbles are in the line. No adverse reactions reported." Reporting due to the referenced issues as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.